Event description:
The following has been reported: minor problem detected; error won't clear. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: electrical hardware failure (battery 1). The reported battery issue was found to be a capacity fade. Battery pack capacity updates are not triggered during normal pump operation, causing accumulation of battery capacity errors which result in faulty pump battery alarm handling. This can lead to an unexpected, uncontrolled pump shutdown. An internal investigation was opened to address this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Reporting as a conservative measure for the capacity fade issue as aging batteries may fail to meet alert requirements. No adverse effects were reported.